Event description:
It was reported that while on a call the patient experienced low blood glucose confirmed by glucometer at 66 mg/dL with a lowest CGM reading of 73, was treated with 16 grams of glucose tablets followed by approximately 13 grams of orange juice, and subsequently returned to range at 96; the patient had skipped the usual dinner and there was concern for stronger than intended basal delivery, with no exercise reported. Symptoms included hypoglycemia. Outcomes included medication required to treat the event and classification of the event as a serious injury/illness/impairment. Investigation included communication and interviews as well as analysis of information provided by the user¿s caregiver. Investigation of this case revealed no findings available, and the medical device problem and device component were both reported as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.